Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display widow and a cracked case at the display window corners.

Event description:
Customer reported the insulin pump kept shooting out insulin. Customer's blood glucose was 400 mg/dl. The device had alarmed compromised force sensor system customer was advised to disconnect from the device. Customer reported the device was not dropped or bumped prior to the alarm occurring. Call was dropped, but customer called back. The drive support cap appeared to be normal. Customer does not recall pressing the cap in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.